Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold with a loss of capture, and had an increased voltage, making the device more sensitive at 2.5 volts and programming outputs to 1.5 volts. The rv lead was observed at a follow up by the physician and pacing spikes with no capture were noted. Technical services states the field representative will check on the lead and device, noting any reprogramming if it occurred. No adverse patient effects were reported. This rv lead remains in service.